Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. At the end of a routine hemodialysis treatment, the operator inadvertently failed to make the correct connections for rinseback, resulting in an estimated blood loss of at least 190cc. No medical intervention was required.

Manufacturer narrative:
There is no evidence of a device malfunction. The reported blood loss is attributed to user error as the operator inadvertently made incorrect patient connections preventing rinseback from occurring. The user's guide provides adequate instructions for patient connections and performing rinseback. A direct correlation between nxstage system one and the reported blood loss cannot be established. Facility staff has been notified, and provided additional review and training to the operator. There have been no similar problems reported subsequent to this event. Nxstage medical considers this report closed. No additional info will be provided.